Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent

Event description:
It was reported that the closure top backed out of the tulip, and the cage backed out of the disc space post-op. A revision surgery is being scheduled to correct the migrated devices. This is report two of two for this event.

Manufacturer narrative:
UDI number: na. Additional information: ethnicity. The device was not returned, however, x-rays were provided and used for evaluation. The device was confirmed to have migrated. The cause is likely attributed to the migration of the closure top from the posterior construct, which would cause a lose of reduction on the spacer, allowing it to also migrate. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the closure top backed out of the tulip, and the cage backed out of the disc space post-op. A revision surgery is being scheduled to correct the migrated devices. This is report two of two for this event.